Manufacturer narrative:
It was reported that the markings on the syringe were "rubbing off." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. One (1) box of product in new condition was returned for evaluation. Testing was unable to confirm the reported problem/issue. A flat metal stick was used to scratch tested samples to attempt to remove syringe markings and it was unsuccessful. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the markings on the syringe were "rubbing off."